Event description:
According to the reporter: the product tore while trying to suture it. A small piece was cut off and the rest was used. There was no report of pt injury, no unanticipated blood/tissue loss, and/or operative time was not extended.

Manufacturer narrative:
(B)(4).